Event description:
The customer's mother reported the customer received a low reading of 1.3 mmol/l on their blood glucose meter, and as a result she decreased the customer's insulin intake and gave them lucozade to increase their blood glucose level. The customer reportedly experienced poor vision and symptoms of fatigue and confusion. The customer's mother also reported the customer was diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Event description:
Reporter alleged the customer obtained the results of 117 mg/dl and 276 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 81272 were investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading of 1.3mmol/l (23.4mg/dl) as reported by the customer was not found in the meter memory. This is a final report.